Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open incisional hernia repair procedure for large abdominal wall defect on unknown date between (B)(6) 2009 and (B)(6) 2011, and mesh was implanted by intra-peritoneum onlay method. Following the procedure, the patient possibly experienced recurrence, seroma formation, superficial wound infection and chronic postoperative pain significantly improved with time at three, six and twelve months. It was also reported that deep surgical site infection was controlled conservatively, but resulted in recurrence. The patient possibly underwent a reoperation for recurrence and no dense adhesions were found between the mesh and underlying viscera. It was also reported that the mesh was a good choice to be used and it seems to be effective and safe as its use was not associated with major complications. No further information is available.